Event description:
It was reported that the device connects the catetail to the root, and it leaks through the connection during use. This occurred during patient use, no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the complaint products were not available. Thirty-six (36) unopened products with the same lot number (#4419274) were returned for evaluation. All the 36 units returned have been visually inspected under magnification and appropriate lighting conditions. No physical damage nor any anomaly observed. Leakage test has been performed for all the 36 units returned. No leakage was detected, all the samples passed the test. For all the 36 units returned the luer cone of the hub has been checked and found in compliance with the internal specification. A review of the complaints database showed that no other complaints have been received on the involved lot. Based on the available evidence and the device analysis of the returned samples, the allegation cannot be confirmed. Therefore, no further action will be implemented at this time. Complaints data will continue to be monitored.